Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 (date patient underwent surgery) in order to be converted to the transcutaneous osia implant system.

Event description:
Per the surgeon, the patient underwent a procedure on (B)(6) 2021, to remove the abutment and revise the skin in preparation for conversion to a transcutaneous osia implant system. The patient underwent revision surgery on (B)(6) 2021, in order to be converted to the transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.